Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hemicolectomies right - "sealing capacity of vessel/tissue is described as acceptable in evaluation form, but it seems to me more bleedy during the procedure compared to" competitor's product." Additional info received by email from tm on (B)(6) 2016: sometimes sealing of the vessel or tissue bundle directly lead to bleeding. As mentioned, it is more a feeling of the surgeon that ligasure seals faster and sometimes better. General oozing, not specific vessel bleeding was observed. Omentum and small vessels< 7 mm were being sealed when insufficient hemostasis was observed. No tension applied to a vessel or bundle that was being sealed. Insufficient hemostasis observed a few times during the procedure. No eschar buildup on the jaws when the insufficient hemostasis was observed. Jaws of the device was cleaned during the procedure with gauze w nacl. No specific improvement with hemostasis if/when the jaws were cleaned. Could not see where the insufficient hemostasis occured along the seal site with respect to the jaw. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. No generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. Patient did not exhibit vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine.

Manufacturer narrative:
Investigation summary: the device key from the event unit was returned for evaluation. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed 150 activations. Of these, two recorded "reactivate switch released" entries, which indicate premature release of the fuse button that can result in insufficient hemostasis. However, in the absence of the complete event device, it is difficult to confirm the root cause of insufficient hemostasis. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the event remains unknown as engineering was unable to replicate the event without the subject device. The voyant instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.